Event description:
Swelling, facial redness after use. Sample not available. Patient impact: after the treatment (steroid therapy, antibiotic therapy), the symptoms resolved.

Manufacturer narrative:
Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination.

Manufacturer narrative:
A.2. Patient¿s birthday was not provided, (B)(6) 1969 was used based on age of patient. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe swelling occurred. The following information was provided by the initial reporter: swelling, facial redness after use. Sample not available. Patient impact: after the treatment (steroid therapy, antibiotic therapy), the symptoms resolved.